Manufacturer narrative:
Pump passed displacement test, operating currents, selftest and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 316 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.